Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. It was reported that the patient¿s pump had stalled out and the patient was at the hospital. The patient¿s pump stalled yesterday at 7 am but they didn't not hear an alarm on it. Per the reporter, the patient was given oral baclofen last night but it did not help and her spasticity ¿kicked out of sight¿. They currently have the patient sedated. The reporter asked if a company representative could go to the hospital to check the pump.

Manufacturer narrative:
Section h1 has been updated for this event. H6: the annex f codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the cause of the motor stall was unknown. The patient received oral medication and the pump was replaced. It was unknown why the patient did not hear the alarm. The patient's weight was not provided, however, the hcp stated the patient's body mass index was about 40.